Manufacturer narrative:
Clinical review: there is no documentation to show that the liberty select cycler was related to the patient diagnosis. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for not draining. The patient stated they were in the hospital and for the last week the cycler had not been draining her completely. The reason for the patient hospitalization is unknown. Additional information was requested, however to date has not been provided.